Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous transluminal angioplasty procedure using a 6f sheath. Reportedly, the prostyle device was deployed with guided procedures; however, in step 3, when the plunger was removed, the anterior cuff was attached to needle tip but no suture (white suture, rail suture) was attached. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous transluminal angioplasty procedure using a 6f sheath. Reportedly, the prostyle device was deployed with guided procedures; however, in step 3, when the plunger was removed, the anterior cuff was attached to needle tip but no suture (white suture, rail suture) was attached. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture when the plunger was removed¿ was confirmed as a link break. A review of the manufacturing records no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or link/ suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.